Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen, balloon and hub. Microscopic inspection revealed a pinhole in the balloon material, 8cm distal of the proximal markerband and a kink in the shaft 103cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the product specification was performed and there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.